Event description:
Consumer reported upon removal a tampon unraveled and fell apart leaving pieces inside her vaginal cavity. She was unsure if she was able to remove the remaining pledget pieces. She went to the doctor the following week and the doctor performed a vaginal exam. No tampon pieces were found and she did not receive any additional medical treatment. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.